Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high pacing thresholds, abnormal impedance measurements and loss of capture. Fluoroscopic evaluation indicated that the rv lead was dislodged, and a lead repositioning procedure was performed. The physician noted that the patient had significant arm movement during the night. No additional adverse patient effects were reported. This rv lead remains in service.